Event description:
Client fell down stairs when stairlift failed due to installation error.

Manufacturer narrative:
Initial information reported did not indicate this was a reportable event, but upon site visit with detailed inspection on (B)(6) 2025, we determined that it was reportable.